Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was surgically explanted due to reaching end of life (eol). Prior to the device reaching eol, the patient was seen in the emergency room after receiving multiple shocks. The patient only reported symptoms of not feeling well. The physician advised that the patient is not a good historian, but the patient believes they received 10 shocks. The physician was not able to interrogate device prior to explant due to device battery capacity depleted. A technical service (ts) consultant was asked to provide information regarding the device functions once it reaches eol. Ts advised when a device reached eol, the maximum number of shocks are not limited, all therapy during an episode will be at maximum energy shocks. The patient was admitted to the hospital and the following day a new device was successfully implanted. Besides surgical intervention, no additional adverse patient effects were reported. This device has been returned, and product investigation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed. All measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was surgically explanted due to reaching end of life (eol). Prior to the device reaching eol, the patient was seen in the emergency room after receiving multiple shocks. The patient only reported symptoms of not feeling well. The physician advised that the patient is not a good historian, but the patient believes they received 10 shocks. The physician was not able to interrogate device prior to explant due to device battery capacity depleted. A technical service (ts) consultant was asked to provide information regarding the device functions once it reaches eol. Ts advised when a device reached eol, the maximum number of shocks are not limited, all therapy during an episode will be at maximum energy shocks. The patient was admitted to the hospital and the following day a new device was successfully implanted. Besides surgical intervention, no additional adverse patient effects were reported.